Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg 450-500s mg/dl) and the cause was not known. Boluses were delivered to address elevated bg. A pump system check was performed and no device issues were identified. The area of the infusion set site had scar tissue; however, the customer declined to remove the cannula for inspection at the time of report as bg was lowering. Reportedly, the customer used a different site location. The customer declined tandem technical support's offer to follow-up.